Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to contact the customer for additional complaint information, but all were unsuccessful. The customer did, however, return the power supply. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a short circuit caused the transformer to heat up, resulting in a breach in the housing. A breach in the transformer housing is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed deformation on the transformer housing with a hole approximately 1.25mm in diameter primarily filled with an exposed wire lead. A visual examination of the cord revealed no unusual findings. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.4 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that the power supply for her pump was hot and had melted and would no longer power her pump. No injuries were reported.